Event description:
Customer called in to report hospitalization and a cracked case on the insulin pump around the battery chamber. Customer's blood glucose reading was 263 mg/dl at the time of the call. Blood glucose reading at the time the paramedics were called 740 mg/dl. Customer was treated with insulin drip and injections. Customer stated that there was no need to troubleshoot the insulin pump because he has been off of it since april and has been using insulin shots ever since. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Broken battery tube threads, minor scratched display window, scratched case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.